Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, feeling sick, nausea, sore abdomen and kidneys "bothering" them. The cause of the peritonitis was not reported. It was not reported the patient presented to the hospital; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.